Event description:
The following has been reported: biomed reported: pump problem error service required. No patient harm and no active infusion. A preliminary review identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve leak failure. After device had started up, a red pump service alarm was displayed. Log files were reviewed and found multiple valve 2 leak failures. The device was put into manufacturing mode to test the pneumatic assembly. The system failed to pass during testing, citing a failure to charge the common tank. This failure indicates that there is a problem with valve 2.